Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -9.5 into the patient's left eye (os) on (B)(6) 2017. On the same date, in a second surgery the lens was exchanged for a longer lens due to low vault. The problem was resolved.